Manufacturer narrative:
Additional lot #: tacdb3j. A supplemental report will be submitted upon completion of the investigation. Manufacture date: 03/18/2004 for lot#tacdb3j.

Event description:
The customer, hsdu (B)(6) reported via the sales rep, (B)(4) that the dall miles wire cutter was disassembled prior to sterilization and old deposits of blood and other debris were noticed all along the inside sheath. The customer had this item since (B)(6) 2010 and were not disassembling the product prior to sterilization previously because, the surgical technique guide does not stated that this needs to be done. The customer added that the sterilization parameters they use are 134-137 degrees for 3 to 3 and a half minutes. The customer has requested clarification as to how these products should be sterilized and whether they should be disassembled or not. No adverse consequences were reported.